Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the cori console did not recognized the real intelligence robotic drill when connected into the port on the front of the console. The procedure was completed with manual instrumentation with a 30 minutes delay. The patient was not harmed. Moreover, when they connected the drill to the console, the connection indicator light was blinking.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill (japan) rob10013, (B)(6), intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported event was confirmed. A kpc test was attempted and failed. The drill is not recognized when plugged into the console. The drill presented a critical error when plugged in. A case was attempted and the drill presented a communication failure and immediately shuts down the case followed by an internal error. The drill was disassembled and the red cable was found detached from the thermistor, causing the communication failure. The most likely cause of this event is the thermistor wire detached. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from japan, it was reported that during a cori assisted tka surgery, the cori console did not recognize the real intelligence robotic drill when connected into the port on the front of the console. The procedure was completed with manual instrumentation with a 30 minute delay. The patient was not harmed. Moreover, when they connected the drill to the console, the connection indicator light was blinking. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored through complaint investigation and post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill (japan) rob10013, (B)(6) , intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported event was confirmed. A kpc test was attempted and failed. The drill is not recognized when plugged into the console. The drill presented a critical error when plugged in. A case was attempted and the drill presented a communication failure and immediately shuts down the case followed by an internal error. The drill was disassembled and the red cable was found detached from the thermistor, causing the communication failure. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: a hardware update to the cori console to reduce noise on the internal electronics. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and a hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Additional information: h7, h9 corrected data: h6 (medical device problem code).